Manufacturer narrative:
The purpose of this follow-up report is to document heartflow was able to confirm with the ordering physician that the reassessment of the analysis was reviewed. No adverse event is reported.

Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and notified the ordering physician on (B)(6) 2018. (B)(4): the investigation identified a potential false negative in the left circumflex artery (lcx) and right coronary artery (rca). This was due to analyst error; when corrected, the reassessment of the analysis showed a decrease in the ffrct value from 0.94 to 0.66 on the lcx and 0.91 to 0.55 on the rca. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.